Manufacturer narrative:
The (B)(4) subcuticular staple has been successfully used to close abdominal incisions in many hospitals around the country. Numerous surgeons use it as their standard of care. The original complaint stated the incision was over an existing scar from a previous surgery. In our investigation, no information was provided that this scar tissue was fully excised. The IFU for the (B)(4) stapler clearly states it is contraindicated for use in scar tissue. Our review of the information provided suggests the outcome is related to preexisting scar tissue in the operational context.

Event description:
An incision closure of a midline total abdominal hysterectomy (tah) separated 1-day post-operatively requiring surgical intervention for ER-closure of the skin under general anesthesia.